Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a thin flap during corneal flap creation; the surgeon noted the flap being difficult to lift. Additional information has been requested, however the surgeon is unwilling to provide any additional information.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event could not be determined. The manufacturer internal reference number is: (B)(4).